Manufacturer narrative:
The device was returned. The customer's complaint was confirmed, and the scope's identification malfunctioned. In addition, the following defects were found in the inspection: bending section adhesive deteriorated and chipped, curved tube blade cut, and rigid tube backlash. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer contacted olympus to report a partial loss of image and a b30 scope communication error on an endoeye flex deflectable videoscope. There was no report of patient impact.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event is likely dues to a defective image sensor unit or failure of internal board of video connector however the root cause of the component failure is unable to be determined. Olympus will continue to monitor field performance for this device.